Manufacturer narrative:
The device was returned for analysis. The reported ¿suture pulled out of the anatomy when attempting to tighten the knot¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and only the suture was returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a cryo interventional procedure. Reportedly, after two proglide sutures were successfully preplaced, the sheath was upsized to 14f and the procedure was completed. When attempting to tighten the knot of the first proglide suture, the suture pulled out of the anatomy. The second knot was advanced and did not achieve hemostasis. Hemostasis was achieved with manual arterial compression. No additional information was provided.